Event description:
Code blue event in critical care on a post open heart surgical patient on (B)(6) 2024. The patient had a r on t ventricular fibrillation arrest. Concern for possible device failure.